Manufacturer narrative:
Concomitant medical products: patient medications: clopidogrel. (B)(4).

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2019, the patient underwent treatment of a brachiocephalic thoracic aortic aneurysm in zone 0/1 with gore® tag® thoracic branch endoprostheses. An aortic introducer sheath (dryseal flex dsf2665/18570195) was used in the left femoral access vessel. The patient tolerated the procedure. It was reported that on (B)(6) 2019, the patient presented with a left femoral access vessel hematoma. The physician performed a left groin washout and repair. This resolved the hematoma, the patient tolerated the reintervention.